Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremors. It was reported that the patient put a copper magnet bracelet on and felt funny, further stating that they felt like they were in a far distant place. The patient did not allege any interaction but was not sure where the sensation came from. It was confirmed that at the time of the call the ins was still on. It was noted that patient had a copper bracelet with 6 magnets for carpel tunnel pain and they confirmed the carpel tunnel/pain was not related to the ins/therapy. No further patient complications were reported/ anticipated as a result of this event.